Event description:
A physician reported an overcorrection with no post-operative treatment results, medical intervention was required: transition glasses in right eye of a patient, after surgery. There are multiple related reports for this facility. This report addresses the unknown patient's with right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. The logfile shows nineteen successfully performed treatments. The treatment for the right eye was performed successfully without interruption. The user has performed an energy check before this patient. No technical problem can be identified during logfile review. Postoperative refraction is unknown, there is insufficient clinical data to properly evaluate this case. There is no evidence of deterioration in the patient's condition. Root cause for the reported event could not be determined conclusively without additional information. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).